Event description:
It was reported that the patient was experiencing discomfort, pressure and heaviness at the device site when the pacemaker "kicks in". The patient also has tingling at the incision site. Patient has some anxiety about the discomfort and not knowing what to expect. Patient also is concerned about his heart rate. The device was reprogrammed to decrease the heart rate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.